Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited complete loss of capture. Imaging did not reveal any physical anomalies. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.